Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack running from the up and down arrow, up to the side of the pump. The customer stated that the device was dropped a couple of times. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.